Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 08/31/2006, pt# 1; inratio: >7.5, lab: 5.9, mean and confidendence limits: cannot be determined. Pt#2; inratio: 4.9, lab: 3.6, mean: 4.25, confidence limits: 2.4-6.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the pt#2 both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. For the pt#1, both inratio and lab values were > 5.0. Per tr 0150, both values were not considered inaccurate. Inratio precision data provided by end-user lot 060103: 08/31/06 first test inr = 1.0 second test inr = 1.7 mean = 1.35; sd = 0.49; %cv = 36%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Result of retained strips test (lot 060103) performed on 07/25/06 as follows: lot 060103 pt #1 - normal 1.2, normal 1.2, mean 1.2, sd 0, %cv 0%. For pt #2 - normal 0.9, normal 1.0, mean 0.95, sd 0.07, %cv 7.44%. Based on the above test results. Retained strips lot 060103 meets the criteria for strip precision.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Caller alleged imprecision with inratio. Results as follows: 8/31/06: first test inr = 1.0, second test inr = 1.7.